Manufacturer narrative:
De results: the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via manual injection and phone call to tandem technical support. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.